Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation from them. In the letter the dentist states the patient was seen for exam. The dentist does not recommend using the clear aligners. Patient to immediately stop aligner use.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.